Event description:
Event description boston scientific crm received information that the patient with this pacemaker has complained of syncope. The pacing thresholds are good. The caller checked sensing and found no issues. The device is on an advisory. It has been implanted over seven years.